Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provided, precluding a review of the device history record.

Event description:
Revision of knee component(s) due to tibial loosening. This event occurred outside of the us, in (B)(6), and was discovered through post market surveillance activities.